Manufacturer narrative:
(B)(4). Customer has not indicated if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00356, 0002648920-2019-00352, 0002648920-2019-00358, 0002648920-2019-00359.

Event description:
It was reported that a patient underwent a hip arthroplasty revision due to elevated metal ions, infection, pain and trunnionosis approximately 7 years post operatively. Attempts have been made and no further information has been provided. No additional patient consequences were reported.

Event description:
No further information is available for this event at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. This component was initially reported for allegations of infection. However, the medical records received indicate that there was no infection. This device did not contribute to the reported event and was not removed.